Event description:
Clinical report states the patient was experiencing patellar grind syndrome and is awaiting resolution. Update: (B)(4) 2013 - additional information was received from clinical. The patient underwent an arthroscopy on (B)(6) 2013 to address patellar grind syndrome. The femoral and patellar components are now being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned and is presumed to remain implanted as the patient has not been revised. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Radiographic reviews were not available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.